Manufacturer narrative:
On 18-jul-2025, the product investigation was completed as the complaint device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31562030l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter, and after successful completion of a pulmonary vein isolation, the physician pulled out the qdot and noticed charring on the catheter tip. There were no temperature issues, flow issues, or error messages that preceded the discovery of the char. Heparinized normal saline was used for irrigation. The average contact force had not exceeded 25g at any point. The patient had also been anticoagulated with an activated clotting time above 300, a value which was maintained throughout the case. The physician determined that while the amount of char was not excessive, the occurrence posed a potential risk to the patient. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-sep-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter, and after successful completion of a pulmonary vein isolation, the physician pulled out the qdot and noticed charring on the catheter tip. There were no temperature issues, flow issues, or error messages that preceded the discovery of the char. Heparinized normal saline was used for irrigation. The average contact force had not exceeded 25g at any point. The patient had also been anticoagulated with an activated clotting time above 300, a value which was maintained throughout the case. The physician determined that while the amount of char was not excessive, the occurrence posed a potential risk to the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance, and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31562030l and no internal action related to the complaint was found during the review. The char issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when rf (radiofrequency) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).